Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.00/+2.0/092 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2024 due to excessive vaulting and elevated intraocular pressure (iop). The problem was resolved.

Manufacturer narrative:
A4: unk, a5: unk, a6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture and residue/debris on product. Visual inspection found a haptic torn. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).